Event description:
New information reported stated that the patients cause of death was cardiorespiratory arrest. The antecedent cause was coronary artery disease, severe left ventricular dysfunction, chronic kidney disease and old cerebrovascular accident.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was unknown. No additional information was available at this time.